Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, lymphedema, fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Additional information received 21jan2020: patient allegedly received an implant on (B)(6) 2015 due to history of deep vein thrombosis, inserted prior to hip replacement surgery. Patient is alleging vena cava and organ perforation, dvt, and thrombosis. The patient also alleges that one of the struts of the filter extends through the wall of the abdominal aorta. Fear of future ivc thrombosis and fear of future injury or death due to abdominal aorta perforation. Pain and lymphedema in groin area. Per a CT dated an (B)(6) 2016, ¿an inferior vena cava filter is present. Notably, one of the struts of the filter extends through the wall of the abdominal aorta. Following intravenous injection of contrast, no masses are seen in the kidneys. There is very slight wall thickening of the abdominal aorta at the site of the inferior vena cava strut but no extravasation.¿ patient outcome: additional information received 21jan2020: ¿an inferior vena cava filter is present. Notably, one of the struts of the filter extends through the wall of the abdominal aorta. Following intravenous injection of contrast, no masses are seen in the kidneys. There is very slight wall thickening of the abdominal aorta at the site of the inferior vena cava strut but no extravasation.¿